Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2016 with unknown blood glucose levels at the time of the incident. The customer was given a shot of liquid glucose and intravenous fluids to treat. The customer experienced symptoms such as a seizure and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump was taken away. The customer's doctor took away the pump as the customer was not using it correctly. The insulin pump will not be returned for analysis.